Manufacturer narrative:
If explanted; give date: n/a (not applicable). There is no indication of lens explant. Device evaluation: the intraocular lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at insertion of the intraocular lens (iol) in the right eye, the doctor noticed some irregularities on the posterior edge of the iol, close to, but not on the haptic-optic junction. The doctor saw 2 spots, 180 degrees apart from each other. She tried to aspirate/rub these ''''fiber-like'''' asperities without success. The iol was implanted and the surgery was completed normally without other issues. There was no patient injury. One day post-op, there was no impact to the patient. No additional information was provided to abbott medical optics. Note: this event occurred with four patients. Four reports are being submitted, one for each patient. The surgeon was able to identify the reported phenomenon under slit lamp illumination for 2 patients (unidentified). The other 2 patients'' pupil was not dilated as it was large enough to be able to assess anything related to the reported occurrence. This is report 4 out of 4.